Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age at time of event, weight and ethnicity and race were not provided for reporting. This report is for (band aid brand kizu power pad large ap 4901730021913 0037131786apa ). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa) lot # is not available. UDI # is not available, as product is unspecified. Device is not expected to be returned for manufacturer review/investigation device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2020, a male consumer got a wound on his thumb. After stopping the bleeding, he applied band aid brand kizu power pad large (kpp) to the wound under recommendation by a pharmacy. Since he applied kpp to his fingertips, there was a gap between his finger and kpp. Thus, he sealed the gap with an adhesive bandage to prevent water from getting in. On the evening of the same day, he visited a hospital. He was told that he could leave the wound intact and an antibiotic was prescribed for 3 days. He had finished taking the prescribed antibiotic. After he replaced the kpp with a new one on the previous day of this reporting, the part of the kpp that was attached to the wound became white and was swollen and softer than before. He had no pain or strange feeling. No water had gotten into the gap between his fingers and kpp.